Event description:
A customer observed negatively biased valp qc results on the 5,1 fs analyzer. Pt results were not affected. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the analyzer posted condition codes indicating questionable performance of the photometer. A field engineer investigated and completed necessary repairs to return the analyzer to expected operation. Post svc calibration and qc results were within acceptable limits. The root cause of the event was instrument-related.